Event description:
Additional information received reported, the patient was supposed to see a healthcare professional for their back.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that conductors 0, 1, 2, 4, and 7 were broken 9.2 centimeters from the distal end and the circuits were open.

Event description:
It was further reported that the patient had a revision.

Event description:
It was reported the patient was ¿moving from her home and noticed the change after.¿ high impedances greater than 10,000 ohms were found on electrodes 8, 9, 10, 12 and 15 with impedance testing. The patient experienced less than 50% therapy relief. The location and cause of the issue were reportedly unknown. The device was reportedly reprogrammed as a result. The patient¿s status was noted to be ¿alive-no injury.¿ additional information received reported the patient still had high impedances. It was noted per the manufacturer representative that the patient may have to have the leads taken out due to a back surgery she will be having, but the rep was ¿not sure yet.¿

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.